Manufacturer narrative:
Investigation completed on a smiths medical fluid warming/level 1 hotline low flow systems - hl-390 complaint of over temperature reading at 41.5 degrees was verified during testing. The physical condition revealed device was out of calibration along with stains red in water tank, both covers cracked, heather did not pass electrical testing and cord worn. Action was taken to recalibrate device for correct temperature. Repair summary: re calibrated device for correct temperature for the ovetemp. Replaced enclosure, both covers, heater and line cord. Pm and calibration completed for device.

Event description:
Investigation in h 10.

Event description:
It was reported that a smiths medical fluid warmer was over temping reading at 41.5. No adverse patient effects were reported.